Event description:
Description of event according to initial reporter: during a CT scan for a different procedure the doctor observed that one leg of the filter is broken. The filter leg has penetrated the l2 vertebrae. It seems to be totally out of the vessel. The doctor was asking the rep if the leg needs to be removed and if we have seen this before. The rep will be contacting the product manager regarding the customer's questions. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.